Manufacturer narrative:
The following information is available for the lesion(s) treated: the lesion at the circumflex was de novo. With irregular contour, moderate tortuosity of proximal segment, concentric eccentricity, little or no calcification, thrombus absent, and type a. The reference vessel diameter was 3mm. The lesion length was 16mm. The pre-procedure diameter stenosis was 95%. Pre and post procedure timi flow was iii. The lesion was treated with a 3.0x18mm cypher des. Post-procedure diameter stenosis was 0%. The lesion at the mid left anterior descending (mid lad) was de novo. The lesion was a bifurcation, requiring double guidewire; irregular, moderate tortuosity of proximal segment, concentric eccentricity, little or no calcification, absent of thrombus, and type b1. The reference vessel diameter is 3mm. The lesion length was 31mm. The pre-procedure diameter stenosis was 99%. Pre and post procedure timi flow was iii. The lesion was treated with a 3.0x33mm cypher des. Post-procedure diameter stenosis was 0%. The lesion at the first diagonal (d1) was de novo. The lesion was a bifurcation, requiring double guidewire; irregular contour, moderate tortuosity of proximal segment, concentric, little or no calcification, absent of thrombus, and type b1. The reference vessel diameter was 2.25mm. The lesion length was 11mm. The pre-procedure diameter stenosis was 85%. Pre and post-procedure timi flow was iii. The lesion was treated with a 2.25x13mm cypher des. Post-procedure diameter stenosis was 0%. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-00257, 9616099-2007-00258 and 9616099-2007-00259. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the clinical study: the patient was randomized to the clinical study in 2007. The indication for the index procedure was an acute myocardial infarction (mi). After stent implantation, kissing balloon was performed and temporary slow flow phenomenon was observed at the left anterior descending and first diagonal branch. The circumflex was also treated during the index procedure. The patient was implanted with a total of three cypher sirolimus-eluting coronary stents. At the end of the index procedure timi flow was iii at the 1st diagonal and the lad. Following the procedure, ck-mb peak 75, 4 ng/ml,tn-I 6,65 ng/ml was observed indicative of a non-qwave mi. The exact location of the mi is unknown. All the events were reported as unlikely related to the device and highly probably related to the index procedure. The patient was discharged in 2007, on aspirin, clopidogrel, statins, and ace inhibitors.